Event description:
The patient experienced a warm feeling in the device pocket whether the device was on or off. The discomfort at the generator site was less when the device was half charged. While recharging the pocket felt extremely hot, full and painful to the point that he could only recharge to 50% and needed to quit because of the uncomfortable sensation. The patient had mild, striated red streaks perpendicular to the incision, not typical for infection or cellulitis. The area appeared red and inflamed and it was possible the implantable neurostimulator was moving toward the surface. The patient was diagnosed with infection vs. Allergy. A complete blood count showed a white blood count of 4.2 (normal 4-11), eosinophils of 10 (normal 0-7), and platelets of 121 (normal 130-400). The patient was treated with levofloxacin in case of infection. There was no symptom change with antibiotic treatment. The device was reprogrammed twice in 2008 with good stimulation results, but continued warmth and discomfort at the generator site. The patient did not want to continue treatment if the discomfort continued, and the spinal cord stimulator system was removed without difficulty. Cultures of both the generator and lead sites were negative for infection. The redness resolved and the patient recovered without sequela.